Event description:
It was reported that after insertion the chest x-ray indicated the catheter lumens to be in two separate vessels. "The tip of the multi channel is divided and one end goes into the svc and the other into the right subclavian vein."